Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience prime long length everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a 99% stenosed, heavily tortuous, and moderately calcified lesion in the mid left anterior descending artery. A 3.0x38mm xience prime stent was deployed; however, an edge dissection was noted. Another unspecified xience stent was used to successfully cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.